Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using a bd plastipak¿ 3-piece syringe, foreign matter was observed in the syringe. The following information was provided by the initial reporter: the syringes contain too much silicon/lubricant.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 05-apr-2022. H6: investigation summary: four samples, photos, and a video were provided to our quality team for investigation. Through visual inspection of the product, silicone is visible, however, it cannot be confirmed it is in excess. A device history review was performed for reported lot 2110064, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Testing was performed on the returned samples, all product met required specification, and no excess silicone was identified in any of the samples. Silicone can be visible due to issues related to poor distribution inside the barrel. As no defect was observed in the returned samples and device records do not indicate any issues occurred during manufacturing, a definitive root cause related to our manufacturing process cannot be identified at this time.

Event description:
It was reported that prior to using a bd plastipak¿ - 3-piece syringe, foreign matter was observed in the syringe. The following information was provided by the initial reporter: the syringes contain too much silicon/lubricant.